Event description:
Customer was hospitalized due to high blood glucose levels. Md felt that a pump malfunction caused the hospitalization. Troubleshooting was performed and pump passed all required tests.